Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on two separate occurrences, episodes of non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed on remote transmissions. Patient was asymptomatic. Programming changes were recommended.